Manufacturer narrative:
Service engineer reported that the 840 vent failed the battery test during est. The ventilator was not in use on a patient at the time the malfunction occurred.

Event description:
It was reported that, an 840 ventilator had a battery issue. Information about patient involvement was not provided. The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the battery and unit passed all testing and operates within the manufacturing specifications.